Manufacturer narrative:
(B)(4).

Event description:
It was reported through clinic notes. That the lead was placing pressure on the patient's skin. There was concern that the lead may wear through. The patient underwent surgery to remove a portion of the lead to lessen the risk of dermal erosion. The patient's chest incision was opened and the lead was cut as close to the carotid sheath as possible.. The believed cause of the protrusion of the lead was patient manipulation. Product return/evaluation of the lead is not necessary as protrusion is not related to the functionality or delivery of therapy of the device.